Event description:
Procedure type: lap gastric banding. According to the reporter: after two usages of the device, it could not be reloaded. There was no patient injury reported and no delay in o.r. Time. The needle from the sulu broke off in one of the jaws during the needle unloading process which resulted in the device no longer being able to load additional sulus. The needle broke outside of the patient. Or time was not delayed.

Manufacturer narrative:
(B) (4). (B) (4).